Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol). This device is included in the mid-life display of replacement indicators advisory. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eri was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
The device was explanted and will be returned for analysis.

Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
A return request was made for this device upon its explant. Information suggests this device remains in-service. Should additional information become available this event will be updated.